Event description:
During total knee replacement, femoral component was put into femur upside down after cement in place. Surgeon used mallet to dislodge femoral component which then caused a fracture of the lateral femur condyle. Condyle fracture was repaired with 3 screws and remainder of procedure completed. Fracture caused pt prolonged recovery with only partial weight bearing, including rehab hosp care that was unexpected.